Event description:
Pt advised having problem with one of the pumps - keeps alarming and won't deliver his remodulin. Pt confirmed has switched over to back up pump with no issue, but the primary pump keeps giving the same issue since yesterday. Pt confirmed tried changing cassette and tubing with no success. When asked what kind of message/alert pt is getting on the pump, pt was not able to specify. Unable to perform troubleshooting. Serial number unknown. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, upon patient return did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Unknown.